Event description:
A customer contacted global technical services (gts) regarding a check final line alarm that appeared on the homechoice (hc) unit during use. The final bag was not spiked all the way. Gts assisted the home patient (hp) with pushing the spike further into the bag port and returned to prime; the hc primed fine. The hc is at "connect yourself" and the hp will connect when they are ready. No injury or medical intervention was reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.